Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 years, 5 months, and 3 weeks following the implant of this transcatheter bioprosthetic valve, central regurgitation was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b1. Product problem corrected b3. Date of event added- exact date is not known; however, the year is valid b5. Event description corrected h1. Type of reportable event corrected additional codes updated from f12 to f11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years, 5 months, and 3 weeks following the implant of this transcatheter bioprosthetic valve, central regurgitation was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b1. Adverse event (&) product problem updated b2. Outcome attributed added b5. Second paragraph added h1. Type of reportable event updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years, 5 months, and 3 weeks following the implant of this transcatheter bioprosthetic valve, central regurgitation was noted. No additional adverse patient effects were reported. Additional information was received that the severity of regurgitation was moderate. Subsequently, a second transcatheter aortic valve was implanted as treatment.